Manufacturer narrative:
Information was provided and it was confirmed that cook is not the manufacturer of the wire guide used in this specific surgery.

Event description:
Information updated 20jul2016: information was received from (B)(6) through further investigation and discussions with (B)(6) center. (B)(6) center was able to confirm that cook is not the manufacturer of the wire guide used in this specific surgery. This claim originally arose from an alleged defective micro puncture wire after the distal end became detached in the patient's arm during surgery. An open removal to retrieve the wire was necessary leaving a significant scar. Since the day cook received this report, the hospital and treating physicians refused to speak about the incident. After repeated attempts, outside (B)(6) for cook was finally able to talk with the general (B)(6) for the treating hospital's (B)(6) company.

Event description:
Information provided by the patient on (B)(6) 2015: the female patient claims she was injured due to a faulty micropuncture wire guide on (B)(6) 2014. She alleges that the distal end of the guide became disconnected and as a result she claims that she suffered major scarring. Surgery was performed to remove the distal end. She further states that the treating physician told her that the wire was faulty.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The device was not returned and the lot number was not provided to assist in the investigation. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There is no evidence to suggest the product was not manufactured per specifications. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: ¿do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
Information provided by the patient on 09 july 2015: the female patient claims she was injured due to a faulty micropuncture wire guide on (B)(6) 2014. She alleges that the distal end of the guide became disconnected and as a result she claims that she suffered major scarring. Surgery was performed to remove the distal end. She further states that the treating physician told her that the wire was faulty.

Manufacturer narrative:
(B)(4). The event is currently under investigation.